Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged the pump changed screens without any button presses, "as if the keypad buttons were over responsive". There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 1(B)(4) -2019 with the following findings: during investigation, the keypad cover was observed to be intact; no damage or peeling was observed. All of the keypad buttons were responsive to button presses and sprang back during testing. There was no evidence of stuck or hypersensitive keys. The keypad cover was removed and there was no evidence of moisture or corrosion on the button contacts. The complaint of over responsive keypad buttons was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.